Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion section light guide bundle is slightly worn and interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the light guide bundle. The light guide bundle failure was a light transmission problem, but the cause of the light guide bundle failure could not be determined. The most likely cause was some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope (gynecologic) had a dark image. The issue was found during inspection for use. There were no reports of patient harm.